Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a breast augmentation primary with mentor memorygel breast implants 400cc and suffered several unexplained systemic symptoms, including difficulty breathing, chest pain, fatigue and bilateral capsular contracture baker grade ii. The health care professional has reported both devices are intact; however, the patient has stated she has an x-ray showing rupture on the left side. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2020. This report is for the left breast prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on apr 23 2020 included an ultrasound report confirming rupture on the left side. Manufacturer¿s reference number: (B)(4).